Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations, chest discomfort, dizziness and pauses. A pacing failure was noted during device and was confirmed by electrocardiogram (ECG). Rising and high thresholds were also noted. The patient's myocardial condition was suspected to be the cause of the rising thresholds. The pacing lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.